Event description:
Medline secondary tubing ref: dyndtb1540, the unit has had a dozen secondary tubing tips break in the proximal port of the main IV tubing. This has never happened until two weeks ago. This problem has occurred with multiple practitioners. It creates a significant problem when the secondary tubing is disconnected, as it cannot be reconnected, and saline from the liter bag rapidly leaks out.